Event description:
The patient reported that her husband had high blood glucose levels (406 mg/dl) and sought medical attention at the hospital on "(B)(6) 2025. The healthcare provider suspected the pod was malfunctioning and advised changing to a new pod. The patient discarded the pod and requested a replacement. The pink slide moved forward, but the cannula may have not been properly inserted as her husband did not feel it. There was no redness, swelling, or insulin leakage at the pod site. The patient uses 150 units of insulin. The agent explained that the high blood glucose levels were likely due to improper pod insertion and sent a goodwill pod due to missing information. The patient was familiar with the pink slide and confirmed the pod cannula looked normal after removal. The agent provided troubleshooting guidelines and documented the assistance provided.

Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.